Event description:
Complainant alleged that during biomed testing, the device displayed "pace defib device failure" and "ECG failure" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.